Manufacturer narrative:
Initial reporter name and address: reporting institution phone number: (B)(6).

Event description:
It was reported that the device did not enunciate a patient disconnect alarm. The device was in use at the time of the event. There was no delay in therapy and no medical intervention was required. No patient or user harm reported. While the device was in use on a patient, the device did not enunciate patient disconnect alarm even with the circuit completely being opened. An me checked the device on the following day but could not duplicate the phenomenon. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service engineer reported that the phenomenon was unable to be confirmed. The flow sensor assembly was replaced for the preventive measures.

Manufacturer narrative:
The patient disconnect alarm (e/c 1200) could not be duplicated.